Event description:
Consumer called to report readings not consistent to how she was feeling. Father called emt for assistance and was much lower than her readings. Was taken to the hosp for treatment.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.